Event description:
When the md went to fire the bands on the rapid fire ligator (000608), he heard a click; however none of the bands would fire. A gif 140 scope was used. A competitor's device was used to complete the procedure. Customer will return same lot sample.